Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the side wall switch was adjusted, which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after doing demonstrations all day, when the doors of the system would close, the pendant would display that the door was open. The site tried to reboot the system and try to apply pressure to the sides of the gantry door, but that did not resolve the issue. There was no patient present.